Event description:
It was reported that the device was used during an unknown procedure. It was reported by the affiliate that the device did not staple completely. The case was completed by hand suturing. There was no consequence to patient.